Manufacturer narrative:
Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to the picture provided by the customer, a reddish foreign material was observed on the tip of the catheter. The origin of the material cannot be determined. The lot number was not provided; therefore, the manufacturing record evaluation cannot be performed. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and a film was found on the tip of the catheter. It was reported that after the case was completed and when the catheter was removed from the body, the technician noticed a film on the tip of the catheter. The caller was unable to identify what the film was. The caller reported that the film was unable to wiped off of the catheter. The qdot micro was used with a vizigo sheath. The physician just did his normal workflow and didn¿t say anything felt different or wrong. The ¿film¿ was found embedded to the device with no movement at the end of the case. There was no patient consequence.

Manufacturer narrative:
On 18-mar-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).